Event description:
Pt called lfs alleging that their meter had missing segments. Pt obtained a "114 mg/dl" and "115 mg/dl" and reported taking their medication (date/time unk). Time difference between meter readings is unk. No symptoms were reported. No medical care was sought from a health care professional. No adverse event or serious injury occurred as a result of the issue. Pt did not have another device to test with. The customer serviec rep walked pt through checking the meter settings and the issue was not resolved. The meter was replaced due to missing segments.